Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 12 days after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with essure removed and surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and embedded device ('migration-the left micro venous insert is outside the fallopian tube, could be to be positioned in the myometrium') in a 35-year-old female patient who had essure (batch no. 841633) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included excessive menstruation, dysmenorrhea and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 3 months 12 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("excessive menstruation"), polymenorrhoea ("frequent menstruation"), menstruation irregular ("irregular menses") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (aparoscopic-assisted vaginal hysterectomy, bilateral salpingectomies,right oophorectomy, cystectomy) and aparoscopic-assisted vaginal hysterectomy, bilateral salpingectomies,right oophorectomy, cystectomy. Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, embedded device, menorrhagia, polymenorrhoea, menstruation irregular and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, embedded device, menorrhagia, menstruation irregular, polymenorrhoea and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: impression: the left micro venous insert is outside the fallopian tube, could be to be positioned in the myometrium just medial to the fallopian tube. The left fallopian tube is patent; satisfactory location of right essure micro inserts. Right fallopian tube occlusion at the cornua; the uterine cavity is normal in appearance. Right fallopian tube occlusion at the cornua. The left fallopian tube is patent. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received :lot no added, medical history and lab test added, patient¿s dob and reporter information added. Previously reported perforation nos updated to uterine perforation. Events added;excessive and frequent menstruation with irregular cycle,dysmenorrhea. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and embedded device ('migration-the left micro venous insert is outside the fallopian tube, could be to be positioned in the myometrium') in a 35-year-old female patient who had essure (batch no. 841633-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included excessive menstruation, dysmenorrhea and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 3 months 12 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("excessive menstruation"), polymenorrhoea ("frequent menstruation"), menstruation irregular ("irregular menses") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (aparoscopic-assisted vaginal hysterectomy, bilateral salpingectomies,right oophorectomy, cystectomy) and aparoscopic-assisted vaginal hysterectomy, bilateral salpingectomies,right oophorectomy, cystectomy. Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, embedded device, menorrhagia, polymenorrhoea, menstruation irregular and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, embedded device, menorrhagia, menstruation irregular, polymenorrhoea and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: impression: the left micro venous insert is outside the fallopian tube, could be to be positioned in the myometrium just medial to the fallopian tube. The left fallopian tube is patent. Satisfactory location of right essure micro inserts. Right fallopian tube occlusion at the cornua. The uterine cavity is normal in appearance. Right fallopian tube occlusion at the cornua the left fallopian tube is patent. Lot number reported (841633) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: update of information (batch is 841633-inv). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device dislocation ('migration') in a female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 12 days after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with essure removed and surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. On 28-jan-2020: pif received: no new information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.